Event description:
The patient reported the surgeon implanted a 12.6mm micl 12.6 implantable collamer lens in his right eye (od) on (B)(6) 2013. The patient reported had a second surgical procedure due to a retinal detachment. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received - the facility reported the patient was last seen on (B)(6) 2014. They have no records of the patient having a retinal detachment or treatment for retinal detachment. Patient did have lasik surgery to correct residual astigmatism after icl surgery. The prognosis is excellent and va post-op was 20/20.

Manufacturer narrative:
Method (other): medical review. Results (other): per medical review - reportedly the patient provided positive answer to the question about secondary surgically procedure performed to address retinal detachment at the six-month follow-up form. Despite multiple attempts no additional information is obtained. It should be noted that there has been no definite proof of a causal link between icl procedures and vitreoretinal complications. The rarity of vitreoretinal events after icl implantation makes it difficult to examine the exact incidence and risk factors of vitreoretinal complications. However, it is well known that myopia is predisposing factor for vitreoretinal complications regardless of any surgical procedure. The reassessment will be performed when (if) additional information is received. Conclusions(no conclusion can be drawn): based on the complaint history, work order search and the medical review, a specific root cause of the event could not be determined. (B)(4)

Manufacturer narrative:
Pt weight: unk. Event date: unk. Explant date: na. (B)(4). Device evaluated by manufacturer? No. Lens not returned. Evaluation method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).lens not returned.